Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient reported numerous low voltage alarms. Clips and batteries were cleaned with no resolution of alarms. System controller ended up being switched out. Log files displayed a couple strings of low power advisory(s) on due to depleted batteries in-use / normal battery depletion. The event log displayed driveline disconnect where the driveline was disconnected from the system controller (B)(6). 71 pulsatility (pi) events were captured in the event log. There were no other unusual events seen within the log files.

Manufacturer narrative:
Section a4: patient weight was not provided. Manufacturer's investigation conclusion: the reported event of low voltage alarms on the system controller ((B)(6)) was confirmed via the submitted log files. The log files revealed atypical intermittent low power advisory alarms are active throughout the log file associated with slight drops in relative state of charge voltages, specifically on the white power cable. The alarms clear shortly after activating and do not affect pump function. The driveline is disconnected on (B)(6) 2025, 11:08:36, consistent with the reported controller exchange. The controller was powered on at 14:49:16 on (B)(6) 2025, consistent with log file retrieval. There were no other alarms captured, and pump function appeared to be unaffected. The system controller was returned for analysis with damaged outer layers on both power cables. The controller underwent functional testing and revealed elevated resistances of the internal wires of the power cables. The system controller was disassembled. The internal resistances of all inner wires of the power cables were measured. Measurements revealed elevated resistances in all inner wires indicative of wire fatigue. The power cables were stripped to the inner wires to check the condition of the inner wires and revealed no kinks or breaches in the outer layers of the internal wires. Of note, the observed elevated resistances are consistent with the reported low voltage alarms. Provided information revealed that the clips and batteries were cleaned and did not resolve the alarms so the system controller was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event (resolution status of the alarm and patient information); however, no additional information was provided. A root cause for the reported event was determined to be the observed wire fatigue in the internal wires of the power cables. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including, power cable disconnect, low voltage advisory, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.